Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received emergency medical assistance got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer used food and was given intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated the lows were due to not eating well while on vacation. The insulin pump will not be returned for analysis.